Event description:
PICC nurse inserted the line to 45cm into the left basilic vein. The line had excellent blood return, and both ports flushed easily. Placement was confirmed via x-ray. The patient developed thrombosis five days later.